Event description:
Information received from the field does not address the patient's clinical status but notes that the device tripped to back-up mode four times in two months. Each time, a software download restored normal function. The patient also had an implantable cardioverter defibrillator (ICD) implanted on the same side as the pacemaker. Three of the four events were associated with an ICD shock.